Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, after placing the sheath into the right atrium of the patient, air was aspirated into the syringe connected to the extension port of the sheath. Several aspirations were attempted, but the air remained. No catheter or transseptal needle was inserted into the introducer prior to the air aspiration. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.